Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 patient reported past event of low blood glucose and patient got treatment of low blood glucose by taking injection in ambulance on (B)(6) 2024 at 3 am and discharged from hospital on (B)(6) 2024. The length of hospitalization is overnight and blood glucose at the time of incident when patient admitted in emergency room is 10 mg/dl no further information available.